Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of post-paced t-wave oversensing (pptwos) on the right ventricular channel. The patient was enrolled in merlin.net remote monitoring and technical support recommended reprogramming to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the oversensing and the patient was stable.